Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. The customer removed the obstruction from the speaker holes and reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 157 mg/dl.